Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer remotely checked the universal serial bus (usb) root hub settings after the device was not recognized, then uninstalled and rebooted the system to reinstall the drivers and rechecked the universal serial bus (usb) settings. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.